Event description:
Hcp reported, device was explanted and returned due to battery depletion and cap issue. The low battery alarm had sounded on 6/6/2006. The patient did not experience any signs or symptoms. The patient outcome is ok.

Manufacturer narrative:
H6- final device analysis reveals no anomaly found - normal device function.